Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2009; 694958 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was moving around in their chest and flipping. The patient was brought in for device repositioning and pocket manipulation; however, on x-ray it was noted that the superior vena cava (svc) coil of the right ventricular (rv) lead had dislodged and pulled up into the subclavian vein. The physician opted not to reposition the device. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.